Event description:
It was additionally reported that the patient's arrhythmia did not result in clinical compromise. It is unknown if the arrhythmia existed prior to vad implant, but the patient was implanted with a st. Jude ICD on (B)(6) 2017. The patient had no symptoms related to the arrhythmia. The patients medication (coreg) was increased to twice per day and their vad speed was decreased to 9600. The plan of care was to continue to take amiodarone orally in outpatient.

Manufacturer narrative:
Section b5: additional information. Section h4: correction. Section h6: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The hmii lvas IFU cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 following a moped accident. The patient was stable from a heart failure standpoint, but an operating room procedure had been scheduled for (B)(6) 2020 for a left bicondylar tibial plateau fracture. The patient was taking dilaudid for pain control. The patient had open reduction-internal fixation, left tibial plateau operation on (B)(6) 2020. The patient was working with therapy and had multiple episodes of non-sustained ventricular tachycardia (nsvt) on (B)(6) 2020 treated with amiodarone. Patient was recovering in step down unit but left against medical advice (ama) on (B)(6) 2020.